Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient details provided.

Event description:
It was reported that the tubing broke above the upper fitment which resulted in a leak. It was noted during transport from the operating room to the ICU. The medication infusing at the time was insulin, and the pump was "paused." Although requested, no patient information provided.